Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient (hp) left an open clamp on an unused supply line during therapy. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell four of four. The hp was connected at the time of the alarm. The hp had two bags connected. During the troubleshooting, the hp found that there was an open clamp on an unused line. The hp would complete therapy with manual exchange. There was no patient injury or adverse event associated with this report. No additional information is available.